Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient experienced an event of high blood glucose which rushed them to the hospital on (B)(6) 2025. High blood glucose reported was 748 mg/dl. Patient received intravenous drip as a corrective treatment. Patient stayed overnight at the hospital. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010290, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 12-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6010290". If the count of complaints equals or exceeds 5, further investigation is required via CAPA determination assessment using statistical analysis. The complaint numbers are: (B)(4). Device history record (DHR) review: the lot 6010290 was manufactured according to the work instruction (wi) version 82 and manufactured in the machine 12 on 16-nov-2024, with a total of (B)(4) units. Review of the DHR showed that a non-conformance (nc) was opened during sterilization process. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo was provided. No testing is required for malfunction code no malfunction based on complaint information no malfunction based on complaint information. Conclusion summary of complaint investigation: as a result of the following: no testing is required, one non conformance (nc) raised during production no related to complaint code, the thresholds of 5 reportable complaints are met for the lot in question and serious injury/death, further actions are required. This complaint requires further corrective and preventive action (CAPA) determination assessment.

Event description:
To date no additional patient or event details have been received.